Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found several leaks inside the biopsy channel from the bending section near the distal end of the device. A visual inspection using a boroscope found a big puncture on the channel wall at the bending section. The puncture on the biopsy channel wall is most likely caused by the cut on the bending section rubber which occurred when the needle was inserted inside the channel and punctured the channel wall and the needle went through the bending section cover. The device was refurbished and returned to the user facility. This type of phenomenon is most likely due to excessive force or mishandling of the device. The instruction manual provides several warning and caution statements in an effort to prevent patient injury. "While raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the " u" direction to lower the forceps elevator." A review of the instrument history show that the device was last serviced on august 19, 2015. If additional information is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, a non-olympus needle went through the scope and caused a perforation in the patient's colon. The user facility is alleging that the scope caused the patient's injury. No additional information was provided. Olympus made multiple attempts to obtain additional information regarding the reported event but with no results.